Event description:
A blood leak occurred around 30 mins after the start of treatment. The leak occurred at the third reuse. The blood contained in the dialyzer was not returned to the pt but was discarded and about 250cc blood was lost. The pt is well.